Manufacturer narrative:
Additional information was received confirming a revision procedure was performed and the associated lead was removed from service and replaced. No additional adverse patient effects were reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited increased pacing impedance measurements on the right ventricular (rv) channel which had exceeded 2000 ohms. No adverse patient effects were reported.